Event description:
It was reported that during normal device change-out, rust was observed in the lead port of the device header. The patient was well following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported anomalous material was confirmed in the laboratory. Visual inspection noted discoloration on the header; further evaluation indicated the presence of iron. The source of the iron could not be determined.